Event description:
On (B)(6) 2013 data was provided to abbott indicating the customer observed falsely elevated parathyroid hormone results for multiple patients while using the architect intact pth assay. The customer indicated the results generated by the architect assay are running higher than a different method, beckman coulter, at a different lab. One example was provided: result generated by architect ipth assay: 350 pmol/l. Result generated by beckman coulter assay: 200 pmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.